Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown, and paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants on both sides and experienced left side rupture, right side capsular contracture; baker grade unknown and feeling of pulling like puddles of goo under both her breasts postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3503504bc; serial number (B)(4) on the left side, and with catalog number 3503504bc; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.